Event description:
While cleaning bassinet carrier 17 inch with closed cabinet, two housekeeping staff have been scratched on their arms by sharp edges on the inside of the door of the storage compartment below the bassinet, which sits on top. The company rep was called and has come in to install a rubber gasket over the sharp surfaces.